Event description:
This event report was received from the FDA, via copy of the hospital's submission through the maude database. It was reported by the customer that during the surgical procedure, the needle broke off, leaving the tip inside the pt. Fluoroscopic visualization of the tip was achieved, but despite efforts, staff was unable to retrieve the tip, which was imbedded in the rotator cuff tissue. No further pt info was provided in response to f/u requests to the surgical facility. No add'l adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for eval, but has not been returned; therefore, the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device eval. The most likely causes of this type of event would be the use of excessive force to pass the needle through thick or hard tissue and hitting bone with the needle. Device history record review revealed nothing relevant to this event. If the device is returned and/or add'l pt info is obtained, a follow up report will be submitted.